Event description:
Device report from japan reports an event as follows: it was reported during a procedure on (B)(6) 2023, a screw head broke off while the plate was being fixed. The screw head was removed and the screw shaft/thread was left in the patient's body because the remaining thread was engaged with the plate and the plate was also fixed by other screws. The surgeon determined that there was no problem with the fixation. The surgery was completed successfully with no delay. This report is for a lock scr ã¸2 self-tap l12 tan 4u I/clip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.612.04s, lot: 84p1261. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: january 21, 2021, manufacturing site: jabil bettlach, expiry date: january 01, 2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI added. G4: 510(k) added. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.